Manufacturer narrative:
H3 : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on 06/12/2025, and section h11 should be reported as: additional allegation received from gfe was burning smell. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that there was no visible foam degradation and device was dispositioned. In box h: device problem code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall (z) number was updated in this report.